Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, and no problems found with double beeping. However, service will replace the downstream sensor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no problem was found.